Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few hours of implant of the leadless implantable pulse generator (ipg), the patient developed a tamponade. A pericardiocentesis was performed, and the device remains in use. No further patient complications have been reported as a result of this event.